Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the patient received an internal burn from a cautery pencil that continued to activate after the button was released. The burn was described as minor and did not require treatment. The patient has made a full recovery.